Event description:
It was reported by service report that the retaining post was broken off and missing. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Pin bracket.